Manufacturer narrative:
(B)(4).

Event description:
During surgery, quattro link 4.5 sp (cm-9145sp) broke during tensioning step of the implantation. The tip has remained in the bone tunnel. There was no surgical delay reported.

Manufacturer narrative:
Ref: (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The anchor was broken, while the inserter was slightly bent. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a user error, where the user did not follow the IFU. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device.

Event description:
During surgery, quattro link 4.5 sp (cm-9145sp) broke during tensioning step of the implantation. The tip has remained in the bone tunnel. There was no surgical delay reported.